Event description:
It was reported by repair work order that the footboard was intermittent due to a damaged footboard module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.